Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Coil unraveled. This male patient was undergoing coil embolization within the transverse sinus (d-avf). During attempt to insert this coil using a sl-10 microcatheter into the phlebeurysm, the coil unraveled before detaching using the syringe. The stretch coil was removed using a goose-neck snare successfully without any problem. Total of 78 coils were used and 49 of these were orbit coils. The procedure was completed successfully, and there was no adverse consequences to the patient.